Event description:
Kimberly-clark received a report from the (B)(6), stating, "safe-t-pexy fasteners, 2 came off within 2 days of placement." No additional information available. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event.the device was not returned to kimberly-clark for analysis, therefore, we are unable to determine the root cause of this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.